Event description:
On 04-feb-2020: follow up information was submitted because result of complaint investigation of the returned used devices (5 used sets) showed that all test results were within specifications based on the result: device, method, result and conclusion codes were updated. Unomedical reference number (B)(4). Event occurred in (B)(6). The patient's son reported that the patient had five sets where the tubing detached close to the site location and would just be hanging while the patient was either walking, sitting or sleeping. She had a bad knee, so she did not engage in strenuous activities. The site location was either left or right hip and the pump was either on the left, right or same side as the infusion set in the bra or pocket. This happened usually on the first or second day of use. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient's son reported that the patient had five sets where the tubing detached close to the site location and would just be hanging while the patient was either walking, sitting or sleeping. She had a bad knee, so she did not engage in strenuous activities. The site location was either left or right hip and the pump was either on the left, right or same side as the infusion set in the bra or pocket. This happened usually on the first or second day of use. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.